Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was used during a colonic stenting procedure. According to the complainant, following deployment of the stent, the stent failed to fully expand. A balloon dilatation catheter was used to dilate the stent. However, after dilation, the stent returned to a smaller diameter. The stent was left implanted and the procedure was completed with this device. Following the procedure, it was noted that the patient failed to "clinically improve." The current condition of the patient and whether additional medical intervention was performed are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The response to an FDA request letter for this medwatch is attached.

Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Inadequate expansion is listed in the dfu for this product as a potential adverse event related to the use of this device. Therefore, based on the information provided, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was used during a colonic stenting procedure. According to the complainant, following deployment of the stent, the stent failed to fully expand. A balloon dilatation catheter was used to dilate the stent. However, after dilation, the stent returned to a smaller diameter. The stent was left implanted and the procedure was completed with this device. Following the procedure, it was noted that the patient failed to "clinically improve." The current condition of the patient and whether additional medical intervention was performed are unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.